Event description:
The clinician was disposing the safety barrel with her index finger covering the open end of the barrel, in a vertical, dart-like motion. A previously disposed sharp threaded the back of the protective plastic casing, forcing the sharp into her finger. The sharps container being utilized was stated to be very full.

Manufacturer narrative:
D.10, h.3 - 81 - the sample has been received for analysis and is currently under investigation. A supplemental report will be submitted upon completion of the investigation. Internal file number: 16859. Date submitted: 06/06/2006.